Event description:
The facility contacted baxter on 06 april 2010 to report a colleague infusion pump with a malfunction of "it shuts down as soon as it is unplugged". The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The user interface module master software version for this device (B)(4) categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The assignable cause is a faulty fuse 4a. 4a fuse was replaced.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a procedure performed for drainage of the bile duct. According to the complainant, the tip of the jagwire of the tube kit detached during the procedure. They retrieved the fragment of the jagwire with a balloon device from the patient. The procedure was able to be completed with this nasobiliary catheter with jagwire device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.